Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the health care professional indicated that no motor stall had occurred.

Event description:
A motor stall was reported; cause unknown. It was stated that immediately following neck surgery on (B)(6) 2013 the pump shut down for unknown reason. Patient was in intensive care for one week on IV morphine. Patient thought she was going to die, and had experienced symptoms of withdrawal, nausea, sickness, couldn't eat; patient had determined the cause to be her neck surgery. The week following the motor stall healthcare provider (hcp) drained her pump and put dilaudid in for a month until around the end of (B)(6). Hcp drained dilaudid from pump since and had been using only morphine and patient liked it. It was further stated that since "pump restart", patient had noticed that she lost control of her bowels following drug adjustment. Patient visited the hcp every week and thinks they have about the right dose of morphine in her pump and she was "now off norco". Patient thought the reason for bowel problem may be because of lumbar collapse. Patient thinks that the pump was great.

Event description:
Additional information was received and it was reported that no troubleshooting was necessary. The reason for the bowel control issue was unknown. The patient was doing well.

Manufacturer narrative:
(B)(4).